Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The reason for call was caller was charging their ins for the first time and explained that they were charging the ins for an hour and 15 minutes already but the green light on the wireless recharger (wr) has not turned solid green yet. Caller seemed to imply that charging took longer than was expected. Agent confirmed caller was asked by hcp to charge their ins. Agent had caller turn on the handset and tap recharger application. Caller reported handset screen showed poor coupling at 0 1 3.3 then increased to 7 8 11. Caller then reported good connection, ins charging at 70%. Agent provided education on the recharger app, recharger tones, light indicators and charge duration of the ins. Pt could not see the ins because it was implanted to their back.